Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Additional lot numbers: 436087, 439084.

Event description:
It was reported that the string became tangled on the spock burr (drill). After they untangled the strings and tried to account for the patties they learned that one pattie could not be accounted for. X-ray was taken to determine where the pattie was and it could not be seen. The specific lot could not be determined, as a result lot numbers from three different boxes were provided.